Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message.

Manufacturer narrative:
Correction - the infusion device serial number, catalog number, and unique identifier was updated in section d4. Based on clarification from the patient, the allegation is against this infusion device.